Manufacturer narrative:
A ge service rep performed an onsite investigation. The left monitor was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system emitted a burning odor. Add'l info was received that the left monitor would not work. No pt injury was reported.